Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding erroneously depressed creatinine_2 (crea_2) results obtained on thirty-seven (37) patient samples on an atellica ch 930 analyzer. Siemens is evaluating the event.

Event description:
The customer reported to siemens that they obtained erroneously depressed creatinine_2 (crea_2) results on thirty-seven (37) patient samples on an atellica ch 930 analyzer. The erroneously depressed results were reported to the physician and were not questioned. The same samples were reprocessed either on the original or on an alternate atellica ch 930 analyzer. The higher reprocessed results were obtained and matched the patient¿s clinical history. The reprocessed results were considered correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed creatinine_2 (crea_2) results.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2025-00126 on 05-may-2025. Additional information (20-oct-2025): siemens healthcare diagnostics concluded the investigation of the event. Siemens reviewed the data from the physical manufacturer of creatinine_2 (crea_2) assay. The manufacturer confirmed that there was no evidence of over or underfilling during dispense, but observed pack anomalies. However, siemens is unable to determine if the pack anomalies contributed to the erroneously depressed crea_2 results. No hardware anomalies were identified. A product problem was not identified. The device is performing according to specifications. No further evaluation is required. Section h6 has been updated to reflect the siemens investigation.